Manufacturer narrative:
Lot number - dr18g25044, dr18k19016. One (1) device was not received for evaluation; therefore, a device analysis could not be completed. One (1) device was received for evaluation. A visual inspection was performed, and a particle was observed and sequestered while in solution. Stereomicroscopic examination of the sequestered particle revealed a partially striated, elongated translucent polymeric particle with a taper at one end 7.8 mm in length. The morphology of the particle indicated it was generated by a needle strike. Examination of the sleeve stopper determined it had been accessed and no material was missing from the entry and exit path of the needle strikes. The membrane had also been pierced with no material missing. The lumen of the membrane tube of the medication port had been struck by a sharp implement. After bisecting the medication port laterally, it was apparent the size and shape of the strike in the membrane tube corresponded to the size and shape of the particle. The administration port had not been accessed. The reported condition was verified. The particle was created from a needle strike in the lumen of the membrane tube of the medication port during access. A batch review was conducted for lot dr18g25044 and dr18k19016 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that there was particulate matter in at least two (2) 150 ml intravia empty containers. One device had a ¿piece of plastic¿ floating inside the bag, and an unspecified number of devices had particulate matter in an unspecified location. This was identified prior to patient use. There was no patient involvement. No additional information is available.